Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: (B)(6) 2019. Street 1: dept of neurology, (B)(6), street 2: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that a few hemorrhages were found under the left electrode of the patient's midbrain. A CT scan was performed and confirmed the lead placement. The etiology was noted as related to the implant procedure, not related to the device, and not related to stimulation. It was noted, however, that it was probably related to an underlying condition or disease. The actions/interventions taken to resolve the event included administering medications. The outcome was noted as unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study. It was reported the event date was (B)(6) 2018 rather than (B)(6) 2018. It was also noted that this is when they first became aware of this event. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40; lot# va1mecw; implanted: (B)(6) 2018; product type: lead. Country of origin is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep). The lot number of the left lead was va1mecw. The lead was implanted on (B)(6) 2018. The patient's name was not collected, they were (B)(6). Weight was not collected for this study either. No further complications were reported/anticipated. Additional information was received from the hcp of a clinical study. It was reported the patient's outcome was that they were recovering/it was resolving. The patient was hospitalized on (B)(6) 2018 and medications were administered. The hospitalization was listed as prolonged/in-patient. Acupuncture therapy was used and received the rehabilitation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study indicating there was also a hemorrhage in the subarachnoid space. Hemocoagulase was used for hemostasis and mannitol for encephaledem. No further complications were reported.

Manufacturer narrative:
Corrected to adverse event, from adverse event and product problem. If information is provided in the future, a supplemental report will be issued.